Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed evidence of blower foam degradation. Additionally, the service technician also noted error codes e-7: err_software, e-53: err_comp_log_sem_timeout, e-66: err_stuck_encoder_b, e-55: err_therapy_queue_full and e-123: err_data_abort_exception were present and there is a present of contamination which is dust fail. The device was scrapped by the service center after the evaluation was completed.